Event description:
Customer reports unexplained high blood sugars. Unit has not been dropped or exposed to moisture, leadscrew is free from debris but there is some rust on the side of the driver block.